Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 4083276, medical device expiration date: 2015-09-30, device manufacture date: 2014-03-24. Medical device lot #: 3057042, medical device expiration date: 2014-08-31, device manufacture date: 2014-05-02. Medical device lot #: 4174004, medical device expiration date: 2015-12-31, device manufacture date: 2014-06-23. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had received one powerpoint presentation for investigation. The presentation was reviewed and the indicated failure mode for foreign matter with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the paxgene® blood rna tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "there was clumpy precipitate upon addition of br2 to the qsx2+pk lysate. One part of qiagens investigation is to evaluate if the paxgene tubes might potentially have contributed to this issue or not.". Paxgene tube lots/date of collection: 4083276, (B)(6) 2015. 3057042, (B)(6) 2014. 4174004, (B)(6) 2015.